Event description:
Non-integration. Placed implant, ultimately the implants did not osseointegrate. The patient was brought back in to have the implants extracted.

Event description:
Non-integration. Placed implant, ultimately the implants did not osseointegrate. The patient was brought back in to have the implants extracted.